Event description:
It was reported that after about 30 minutes of use, the respiratory therapist found the exhalation tidal volume was around 300ml. No leakage was found on either the breathing circuit or airway. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien was informed by the hospital that one of their biomedical engineers has replaced the flow sensor. The replaced component will not be returned for investigation. (B)(4).